Manufacturer narrative:
An event of dilator tip split was reported. The investigation at abbott found that the dilator contained several tears at the tip consistent with damage during a forceful attempt to advance the dilator. The sheath was noted to be slightly kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An image from field appeared to show tears at the tip of dilator. The cause of the reported incident could not be conclusively determined, however the damage at the tip of dilator and kink in sheath is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2023, a 12f amplatzer torqvue 45x45 delivery sheath was chosen for the procedure. It was indicated that the dilator tip split. A replacement 14f amplatzer torqvue 45x45 delivery sheath was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.